Manufacturer narrative:
The intraocular lens (iol) was returned in an opened lens box and was missing the peel pouch. The lens was loose in a plastic specimen cup. Particulates, saline dentrites, and dried solutions were visible on the optic. Visual inspection found one haptic bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine root cause. No corrective action is necessary at this time.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the left eye, the lens was not able to be placed due to rupture of the posterior capsule. The lens was removed with forceps and a vitrectomy was performed. The iol optic was clear and free of debris/deposits. An anterior chamber lens was successfully placed. No sutures were required as a result of the change in surgery plan. The surgeon does not know what caused the posterior capsule tear. The patient¿s prognosis is good.